Event description:
Additional information was received that the cause of the kink was not determined. The surgeon found it when pushing in vitro.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, ruptured, blood blister aneurysm in the ophthalmic segment of the left internal carotid artery with a max diameter of 4.2 mm and a 4.2 mm neck diameter. Landing zone: distal: 2.5 mm and proximal: 5.17 mm. It was noted the patient's vessel tortuosity was normal. The angiographic result post procedure showed normal blood flow. It was reported that after the ped was in place, it was pushed on the straight section of m1 to deploy the tip end of the stent. However, it could not be opened through various methods and could only be withdrawn from the body along with phenom27. The stent was pushed 1.5cm outside the body before it popped open. It could be seen that there was a kink in the proximal and distal 1/3 of the stent. After the kink was rotated, the stent opened. The surgeon also reported that the introduction sheath was deflated before the stent was delivered, and no backflow of normal saline was seen, which had never happened before. When the operator was ready to withdraw the stent, he pulled back the guidewire in the phenom27 so that the ped was unloaded at the proximal end of the phenom27. It was reported the pipeline failed to open in the distal section. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was reseathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the micr ocatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this eve nt. Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of ped-500-20, lotno:b582641 ¿ as found condition: the pushwire was returned inside a biohazard bag and a shipping box. There was no braid returned with the pushwire. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. No bend was found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, or proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the pipeline flex was not confirmed to have failure to open at the distal end as the pushwire was returned without the braid. Possible causes include vessel tortuosity and the user deploying the braid in a vessel bend. However, the customer reported that vessel tortuosity was normal and the pipeline was not positioned in a vessel bend., ruling out vessel tortuosity and deploying in a vessel bend as the potential causes. The cause of the failure to open could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.